Event description:
During use of the device for a cardiopulmonary bypass procedure, the air bubble sensor alarmed even though air was not present. The nature of the failure was not reported. The procedure concluded without incident. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.